Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), nausea ("nausea"), migraine ("migraine/headache,migraine"), vaginal haemorrhage ("abnormal vaginal bleeding") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy,robotic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, weight increased, nausea, migraine and mental disorder outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal pain, heavy menstrual bleeding, mental disorder, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)-result unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), nausea ("nausea"), migraine ("migraine/headache,migraine"), vaginal haemorrhage ("abnormal vaginal bleeding") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, weight increased, nausea, migraine and mental disorder outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia, mental disorder, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)-result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received : previously reported event injury was updated with new events. Following events were added: pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), psych injury, weight gain, nausea, migraine. On 20-sep-2019: pfs received : fu(2) and (3) processed together. Following events were added : abnormal vaginal bleeding, psychological or psychiatric problems condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.